Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30-70 mg/dl. Suspected cause was due to having a basal rate setting that was too high. Customer attempted to self treat by consuming carbohydrates to address bg. However, reportedly patient was at the hospital at the time of the low bg and recieved assistance from a nurse by administering glucose intravenously. Reportedly, customer consulted their healthcare provider who advised settings adjustments, tandem technical support assisted customer in making settings adjustments.